Event description:
The manufacturer received information alleging a ventilator was alarming for high pressure and the patient parameters were not able to be set. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's machine flow sensor needs replaced to address the issue. There was evidence of contamination.